Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal this month') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal scheduled). At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('left coils actually migrated') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and headache ("headachs"). The patient was treated with surgery (to remove essure). At the time of the report, the device dislocation and headache outcome was unknown. The reporter considered device dislocation and headache to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s social media records: left coils actually migrated. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media content received: new event headache was added. Fu 1 an d 2 processed together. On 23-mar-2020: social media received. Reporter's information added.event: medical device removal were updated to left coils actually migrated was added.fu 1 an d 2 processed together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('left coils actually migrated') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and headache ("headachs"). The patient was treated with surgery (to remove essure). Essure was removed. At the time of the report, the device dislocation and headache outcome was unknown. The reporter considered device dislocation and headache to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s social media records: left coils actually migrated quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 5-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.